Event description:
Healthcare professional reports varied act-lr results with hemochron jr. Signature plus system. Pt was maintained on a drip and act-lr results were around 250 seconds as expected. Then she generated result >400 seconds. This was repeated and a result <68 seconds was generated. The test was repeated on another instrument and generated expected results. No adverse event(s) reported.

Manufacturer narrative:
(B)(4) (cuvette lot # g1jlr105). Device has been requested. No product received. Device history record for reviewed. Device history record for cuvette lot also reviewed. No complaint trends, ncmr or CAPA identified. Customer complaint could not be confirmed. No conclusion can be drawn. Itc has requested all data required for form 3500a.